Event description:
It was reported that the customer has been hospitalized due to low blood glucose. It was stated that the customer has been changing the infusion sets 3 times per day; she is using hydrocortisone not insulin. Low blood glucose was caused by adrenal insufficiency. It was stated that the drive support cap appears recessed. Device was not exposed to a magnetic field. The reservoir is showing the same amount of insulin as shown on the status screen. It was stated that the customer received a no delivery alarm; the infusion set was changed and the cannula was bent in half. Blood glucose value at the time of admission was 61 mg/dl. Customer was also hospitalized on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-90158 for hospitalization in (B)(6) 2014.